Event description:
It was reported the pt died following a serious fall. The hcp indicated the cause of death may have been trauma-head injury, but an autopsy was being performed to confirm the specific cause of death. It was not felt the death was related to the implanted device. The pt was at home at the time of death. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.